Event description:
The top bearing block of the device has become detached form the mast assembly during lifting of the pt from the toilet. The pt was not hurt but received a blow to the head from the falling yoke assembly.